Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is bd-santo domingo. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 10/2025).

Event description:
It was reported that during breast biopsy procedure the needle was allegedly blunt. It was further reported that the device allegedly had firing issue. Reportedly, the device had difficulty in removing from patient breast. There was no reported patient injury.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is bd-santo domingo. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged needle blunt, failure to fire and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 10/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that during a breast biopsy procedure, the tip of the needle was allegedly blunt. It was further reported the device allegedly failed to fire. Reportedly, the device was difficult to remove from the patient's breast. There was no reported patient injury.